Manufacturer narrative:
On 04-mar-2020, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast reconstruction procedure with mentor memorygel breast implant 275cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. The patient reported that her implants were heavy, and her breasts were hard. In addition, the patient¿s right breast prosthesis ruptured. As a result, the patient underwent bilateral explantation with no replacement devices in (B)(6) 2018. The explanted devices were discarded after removal surgery. This medwatch report is for the patient¿s left breast prosthesis.